Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient also experienced right side deflation in addition to pain and date of bilateral replacement surgery with catalog number 3505480bc; serial number (B)(6) on the left side, and with catalog number 3505535bc; serial number (B)(6) on the left side was (B)(6) 2022. Hence, following fields have been updated on this form: - is product problem has been selected under section b; field b1 - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right deflation, and breast pain since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent unspecified breast augmentation with 425cc mentor smooth round spectrum and experienced right side pain postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24, 2022, mentor became aware that under follow up report 1 section h10, the following statement was mistakenly reported incorrectly "bilateral replacement surgery with catalog number 3505480bc; serial number (B)(6) on the left side, and with catalog number 3505535bc; serial number (B)(6) on the left side". And also, field h6 was inadvertently missing investigation conclusion code "known inherent risk of device (d12)" due to added code deflation. It has been correctly added on this form. Basically both replacements were reported as placed on the left side. The correct statement is "bilateral replacement surgery with catalog number 3505480bc; serial number (B)(6) on the left side, and with catalog number 3505535bc; serial number (B)(6) on the right side" manufacturer¿s reference number: (B)(4). H6 investigation conclusion, and h10 statement under follow up 1 report.

Manufacturer narrative:
On june 6, 2022, the mentor failure analysis lab received the device for evaluation. On june 22, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the spec smooth rnd 425cc breast implant had a crease/fold on the anterior view and extended to the posterior view. In addition, a tear was identified within the crease/fold on the anterior view, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (6547469). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).